Event description:
The patient was implanted with a vented electric left ventricular assist device (lvad). It was reported by the physician that while the patient was at home, he received a red heart alarm and a continuous audbile alarm and the pump stopped immediately. The patient connected himself to the power base unit (pbu) and then switched to hand pumping and went to the hospital. Once at the hospital, the patient's system controller was changed. It was reported that the sound coming from the pump was not typical. The pump began at 120 bpm in auto mode, so the patient was switched to fixed mode at 65 bpm. Three days later, additional alarms occurred and the patient was placed on pneumatic support using stroke volume limiter (svl) and ip console. A decision was made to replace the lvad with another lvad.

Manufacturer narrative:
The patient remains on lvad support. The manufacturer is attempting to acquire the explanted device for further evaluation. No further information is available at this time.